Manufacturer narrative:
The sample device is indicated as available for evaluation. As of the date of this report the sample has not yet been returned. A follow-up report will be provided once the sample is received and reviewed.

Event description:
We had another one crack at the hub again last night. This brings our total to 7 over the last five months. (B)(6): ¿ was there any harm to the patient. No, just an additional trip to ir to have a new line placed. ¿ was a new PICC placed to continue prescribed therapy. Yes, a 4 fr dl bard. ¿ was a new piv placed to continue prescribed therapy. Yes. ¿ was a needles connector placed on the hub of the red and blue lumens. Yes. ¿ is the product available to be returned to argon quality for product evaluation/investigation. Yes. ¿ what is the lot# of the product. 11293336.

Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.